Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they received a battery out limit alarm. The customer's blood glucose was 250 mg/dl at the time of incident. The customer's spouse stated that the battery out limit occurred after inserting a new battery. The customer's spouse was assisted in clearing the alarm. The customer's spouse was assisted in reprogramming the time and date. The customer's spouse stated that the settings were still saved in the insulin pump. The customer's spouse stated that the batteries were out greater than duration allowed by the insulin pump. The customer's spouse mentioned that they were hospitalized but not due to diabetes related. The customer's spouse stated that they were off of the insulin pump for more than 48 hours. The insulin pump will not be returned for analysis.